Manufacturer narrative:
The hill-rom tech found the communication cable had some bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located on the 6th floor of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).